Event description:
It was reported that the patient is having pain while using his implant and that never had any obvious reaction with his implant since implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.